Manufacturer narrative:
Philips service replaced the chassis battery and verified system operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to start due to low battery in the chassis on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.